Event description:
It was reported by the customer that it was not possible to advance the catheter over the spring wire guide (swg). There were no reported patient complications. Additional information received from our intn'l affiliate on 12/14/07 stated the catheter was pre-tested before use. It was not possible to "push" thread the catheter over the wire. The catheter and wire were not used on the patient.

Manufacturer narrative:
The event was initially evaluated, and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one 3-lumen catheter and one .035" diameter swg were returned for evaluation. The swg was inserted into the distal end of the catheter body. An obstruction was encountered approximately 18 cm from the catheter tip in the area of the junction hub. Similar blockage was observed when the swg was inserted into the distal lumen extension line. A device history record review was performed and no related issues were noted during manufacture of this lot. The potential cause of this issue is manufacturing related since the distal lumen of the catheter was partially collapsed inside the junction hub.